Event description:
Information received by medtronic indicated that, during a cryoablation procedure, the user received system notice message 22405 (the balloon is not sufficiently inflated). This occurred during ablation of the lipv, after ablation to the lspv had been completed. The gas line was checked, the coaxial umbilical cable was replaced with backup, and the console system was re-started. However, the issue was not resolved. The low pressure regulator gauge was out of the range. The case was completed with rf technology instead of cryo. No patient complications were reported. Reportable based on investigation completed (B)(4) 2015.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The replacement of the low pressure gauge and low pressure regulator internal parts replacement kit resolved the issue. The replaced parts were returned for analysis. The stainless steel gauge failed the visual inspection due to the gauge being pegged. The main valve from the original low pressure regulator is damaged.